Event description:
It was reported that the patient experienced muscle spasm when active thaw (I-thaw) was initiated during the last thaw cycle of a renal cryoablation procedure in which 5 iceforce 2.1 90 cryoablation needles were used. Once the suspect needle was isolated they allowed the ice ball to passively thaw with the body temperature. The treatment was completed successfully with no injury to the patient. This MDR is being reported for the needle associated with the muscle spasm event.

Event description:
It was reported that the patient experienced muscle spasm when active thaw (I-thaw) was initiated during the last thaw cycle of a renal cryoablation procedure in which 5 iceforce 2.1 90 cryoablation needles were used. Once the suspect needle was isolated they allowed the ice ball to passively thaw with the body temperature. The treatment was completed successfully with no injury to the patient. This MDR is being reported for the needle associated with the muscle spasm event.

Manufacturer narrative:
The device, iceforce 2.1 cx 90 degree needle, was returned for engineering analysis. The investigation testing identified an electrical failure within the needle, which led to the patient muscle spasm. Disassembly of the device found the resistance wire insulation layer on the heater was damaged, resulting in the interruption of the electrical current. The heater wire was also found with burned lacquer and disconnected. Further internal investigation is being completed to address this issue and reduce the likelihood of such incidents in the future. We will continue to monitor all product complaints for any potential trends related to this issue.